Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pain"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, hypersensitivity, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "inability to tolerate the device". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pain"), hypersensitivity ("hypersensitivity reactions / allergic reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, hypersensitivity, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy in explant date : (B)(6) 2015. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: surgery name and event- "patient-device incompatibility", "psychiatric disorder nos" added. Rcc was updated, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pain"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder problems"), dysuria ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, hypersensitivity, bladder disorder, dysuria, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, dyspareunia, dysuria, genital haemorrhage, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.